Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device: patient/consumer.

Event description:
It was reported that the disposable caused pump to exhibit an alarm with no disposable, "pump won't run" message. No patient injury was reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Picture attached: four pictures were attached and reviewed. Results: picture one shows a cassette product from part number 21-7302-24. Picture two shows the front view of a cassette product. Picture three shows the top view of a cassette product. Picture four shows an ay bag neck of the cassette product. Samples received: sample received consist in one cassette product. Sample was received after used, decontaminated, without its original packaging and inside in a plastic bag. Visual inspection results: sample received don?t present any damaged, kink, cut. Sample was received without blue clip and without white cap. Functional testing: sample was filled with 100 ml of water; the sample was connected to the cadd legacy plus to look for unusual function. Results: sample was fully priming and connected without difficult, the pump was set running and no alarms were activated. Accuracy test: the samples received were connected to the cadd legacy plus and to balance mettler toledo to look for unusual function. Results: the sample could be connected without problem; sample passed the test; average delivery was 4.52%. Complaint is not confirmed. The cause of the reported problem could not be determined. A DHR review was performed and no problems or issues were identified during this DHR review.